Manufacturer narrative:
(B)(4). Batch # n56d21: the analysis results found that the ats45 device was received with the handle shrouds damaged where the tube engages. No cartridge reload was present. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. No further functional testing could be performed due to the condition of the device. The device was disassembled in order to inspect the condition of internal components and no additional damaged was found. No conclusion could be reached as to how the handle shrouds became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the endocutter locked out after closing on tissue. No cutting occurred and no staples were deployed. The doctor managed to remove the endocutter from tissue and used a second like endocutter and reload to complete the procedure. There were no patient consequences reported.